Event description:
Following a stent placement, after hemostasis of right radial artery failed, three tr bands were used, plus a blood pressure cuff, to cut the circulation off to my right forearm for 14 hours. I now have numbness and tingling in my right hand and forearm, severe spasms in my fingers and forearm, severe pain in my right elbow and pain extending up into my right shoulder. The radiologist failed to comment on the maceration of nerves, vessels, arteries and muscles, mentioning only a lack of blood clots. Reference reports: mw5164788, mw5164789.